Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown large stem with 35 neck. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that patient had left total hip revision due to loose components.